Event description:
The patient was on the table when an error (code 54) occurred, resulting in a delay in treatment.

Manufacturer narrative:
After rebooting and updating to new software version, the issue was resolved. No harm to the patient or users.